Event description:
The customer stated that his breeze2 glucose readings had been higher than usual. One evening he tested and received breeze2 readings of 353, 393, and 339 mg/dl. He retested using another meter and received a reading of 135 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer stated that he doubled his diabetes medication as a result of the higher readings. He went to bed and woke up around 3:45 am. He tested his glucose because he felt light-headed and received a reading of 44 mg/dl. He ate and drank something to raise his blood glucose level. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.